Event description:
It was reported that, "went to put the final impacter/extractor on the rejuvenate stem, would not go on."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.